Event description:
The pt was identified with stenosis, calcification, and an hourglass shaped aneurysm. The tightest part of the aneurysm measured at 7 mm. Due to pt anatomy, the physician originally planned for an aortouniiliac procedure, but attempted conventional abdominal aortic aneurysm repair at first. The pt was implanted with a core excluder aaa endoprosthesis on (B)(6) 2008. The distance below the renal arteries was measured at 4-6 mm. The physician intentionally deployed the device lower in order to gain a better access to the contralateral gate. The gate, however, was unable to be cannulated. The pt was converted to an aortouniiliac procedure, as originally planned. A femoral-femoral crossover and an aortoiliac bypass procedure were performed. There were no endoleaks identified at the end of the procedure. The pt is reported to be fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The tightest part of the aneurysm measured at 7mm, which prevented cannulation.